Event description:
New information notes that the lead was capped and replaced on (B)(6) 2013.

Event description:
It was reported that the lead exhibited high impedance. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).